Event description:
Customer reported via phone call that she her blood glucose level has been fluctuating and she has been experiencing high blood glucose for the last month. Blood glucose levels have been between 24 to over 600 mg/dl. She also reported that she had high blood glucose of 572 mg/dl on (B)(6) 2015 and ended up going to the emergency room. She treated with manual injections and by the time of the hospital arrival it was 470 mg/dl. She experienced nausea, vomiting, abdominal pain and difficulty breathing. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date were set up correctly. The cannula was not bent. The insulin pump failed the high pressure test twice. Current blood glucose value is 285 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had cracked reservoir tube lip.